Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the mount won't come off. When inserting it, the mount was stuck and wouldn't come off. He replaced it with one from stock. Tooth sites # 4.